Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 498 mg/dl. The customer treated with injections throughout the day. The customer reported the insulin pump alarmed motor error. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer did not report a motor position encoder error alarm. The motor error alarm occurred during basal. The customer was able to complete pump rewind. The insulin pump alarm contains more than one motor error alarm within the last 30 days. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and refer to back up plan, per health care professional¿s instructions.